Event description:
A lab tech/customer experienced a "blood splash" incident while analyzing an hiv positive pt specimen using a sysmex k-1000 hematology analyzer. According to the customer, the blood droplet was splashed for the tip of the sampling pipette during cleaning of the pipette and landed in the technician's eye.